Manufacturer narrative:
H10:insufficient information is available to determine the resolution of the event. The customer reported that it was determined that the central processing unit (cpu) board required replacement; however, the customer did not respond to the good faith efforts (gfe) that were performed regarding the resolution. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1104 (backup alarm failed) error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a 1104 error code (backup alarm failed). During troubleshooting, the rse recommended replacing the motor control (mc) pcba, the central processing unit (cpu) pcba, and the power management (pm) pcba). The customer was then provided with the part number for a replacement cpu. The rse advised the customer to call them back once the part was replaced. The investigation is ongoing.

Manufacturer narrative:
H10: during follow up with the customer, it was determined by the customer, that the cpu required replacement. Investigation remains ongoing